Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer he had to seek for medical attention, as on (B)(6) 2015 he presented symptoms such as dizziness and felt sick. Customer does not have an expected result value, as he was diagnosed a few days ago. Verified test strips expire 02/19/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 413mg/dl and 338mg/dl. Reviewed meter memory: 1:419mg/dl (B)(6) 2015 08:31:00 am fasting:yes. 2:325mg/dl (B)(6) 2015 05:14:00 am fasting:yes. 3:461mg/dl (B)(6) 2015 05:30:00 pm fasting:yes. 4:370mg/dl (B)(6) 2015 12:51:00 pm fasting:yes. 5:249mg/dl (B)(6) 2015 10:28:00 am fasting:yes. Customers concern:customer is concern with results 461mg/dl taken on (B)(6) 2015 @ 5:30pm because the hospital results was only 340mg/dl taken1 hour later.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer he had to seek for medical attention, as on (B)(6) 2015 he presented symptoms such as dizziness and felt sick. Customer does not have an expected result value, as he was diagnosed a few days ago. Verified test strips expire 02/19/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 413mg/dl and 338mg/dl. Reviewed meter memory (B)(6). Customers concern:customer is concern with results 461mg/dl taken on (B)(6) 2015 @ 5:30pm because the hospital results was only 340mg/dl taken 1 hour later.